Event description:
It was reported to philips that the device has no image. There was no patient involvement.

Manufacturer narrative:
Based on the information available, device is evaluated at customer site by philips fse and confirmed screen/display need to be replaced. However, equipment is eol (end of life) and will not be repairable. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring.